Event description:
The patient reported one of their transmitter assemblies gives them a breakthrough paresthesia sensation. Two different antennas were used. However, the patient experienced the same sensation. As of (B)(6) 2025, the patient has been using their other transmitter assembly which has resolved the reported issue. Additionally, the patient was provided a new transmitter assembly which they will soon begin to use.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Potential causes of the reported issue include programming parameters, migration, interference from a non-curonix device, the patient being a poor candidate due to health, weight, age, or mental capacity, severe force applied to the implant, and off-label use. The transmitter associated with the complaint was returned for investigation. Investigation of the device was unable to replicate the alleged issue. After fully charging the battery, the unit operated for 11 hours and 0 minutes on the active setting at maximum power index. However, the investigation found a damaged component as l12 was broken. A potential cause could be dropping the device onto hard surface. The stimulator is used to treat pain. The cause of the breakthrough paresthesia sensations is unknown and the investigation findings do not lead to a clear conclusion about the cause of the reported issue. Although the investigation found a damaged component (failure), this did not contribute to the report of breakthrough paresthesia sensations. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended. Refer to issue-2025-0004 for additional investigation details and risk assessment for broken l12.